Event description:
It was reported that an inaccurate infusion occurred. According to the report, the pump did not deliver the full programmed dose. The patient was involved; however, the extent of harm, if any, is currently unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an inaccurate infusion occurred. According to the report, the pump did not deliver the full programmed dose. The patient was involved; however, the extent of harm, if any, is currently unknown.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer? Annex a: a0401. Annex b: b01, b14. Annex c: c23. Annex d: d11. Annex g: g02017. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of inaccurate infusion was not confirmed or replicated during laboratory testing. Asm testing results indicated that the suspect syringe module was performing as expected, passing all tests as intended. Testing was performed on the suspect syringe module following the syringe module volume detection accuracy. The device powered on without errors, detected a bd 50 ml syringe correctly, and delivered infusion within specification limits (calculated error: 0.24%, within ±2% accuracy requirement). Syringe volume detection accuracy testing found the suspect syringe module operating in specifications. Rate accuracy testing verified that the syringe module infused within the required ±7% of the programmed flow rate for the infusion with no issues observed. No malfunction or performance issues were identified. A review of the suspect syringe module s/n (B)(6) error log was performed, and no errors were observed on the reviewed day. A log review was performed with the limited information contained in the syringe module event log. The syringe module event log does not contain key press information, volume infused, and programming parameters. On (B)(6) 2025 between 8:12 am and 8:13 am an infusion was programmed and started at a rate of 500 ml/hr and a volume to be infused (vtbi) of 55 ml, a monoject 60 ml syringe was selected. The syringe module alarmed for near end of infusion (neoi). The infusion was completed at 8:20 am. Between 8:24 am and 8:25 am an infusion was programmed and started at a rate of 350 ml/hr and a vtbi of 35 ml, a monoject 60 ml syringe was selected. The syringe module alarmed for near end of infusion (neoi). At 8:31 am the infusion was completed, and the syringe module was channeled off at 8:32 am. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. All inspected parts were manufactured by bd. The alaris system user manual 12.3.2 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded. Use smallest syringe size possible (for example, if infusion 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported inaccurate infusion could not be determined during the investigation. Laboratory testing found the syringe module to be operating module to be operating within specification with no issues being observed. Note that this report lists imdrf annex a0401, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.